Event description:
It was reported that two days following an abdominal hysterectomy the surgical wound dehisced. The original procedure was performed in 2002. Surgical intervention was required to repair the dehiscence.